Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required replacement of a pole clamp cushion. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. (B)(4). The cause was determined to be a damaged pole clamp cushion. To correct the condition, the pole clamp cushion was replaced. If any additional information is received, a follow-up MDR will be sent.